Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was damaged nearly the entire length with stent struts stretched and distorted. The stent od (outer diameter) for the undamaged proximal part of the stent was measured using snap gauge and is within the maximum crimped stent profile. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. A 4.00 x 20mm synergy ii drug eluting stent was advanced to treat the lesion. The stent was maneuvered back and forth in the attempt to cross the lesion but resistance was noted after multiple attempts and the device failed to cross the lesion. The device was removed and it was noted that the stent struts were slightly lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. A 4.00 x 20mm synergy ii drug eluting stent was advanced to treat the lesion. The stent was maneuvered back and forth in the attempt to cross the lesion but resistance was noted after multiple attempts and the device failed to cross the lesion. The device was removed and it was noted that the stent struts were slightly lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.